Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the battery compartment. The battery cap was not returned. No moisture/contamination was found in the battery compartment. A test battery cap was able to attach to the pump and successfully completed 24 hour testing. The pump cover was removed to find no evidence of moisture or damage to the power circuit. The complaint was verified in the pump history but could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.